Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "a heat wrap caused burned blisters on the skin". The cause of "a heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burned blisters/ blisters in skin [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A male patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number m61530, expiration date nov2018) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient experienced blisters in skin after application of the heatwrap. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. According to product quality complaint group: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "a heat wrap caused burned blisters on the skin". The cause of "a heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from product quality complaint group included: new event (burned blisters), case upgraded to serious and reportable, investigation results. Company clinical evaluation comment: based on the information provided, the event of burns second degree is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "a heat wrap caused burned blisters on the skin". The cause of "a heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burned blisters/ blisters in skin/one of them had burst/ the bigger one had burst/weeping wound [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A 65-year-old female patient started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number m61530, expiration date dec2019) from (B)(6) 2018 for tensed neck. Medical history included ongoing rosacea, ongoing osteoporosis and fall. Patient was a smoker 10-15 cigarettes / day). Concomitant medication included alendronic acid from 07mar2018 at 70 mg, weekly for osteoporosis. On (B)(6) 2018 the patient used thermacare heatwrap for approximately 10 minutes against tense neck and developed 3 burn blisters / blisters in skin (burns second degree), one of them had burst. 10-15 minutes after application thermacare was removed due to strong heat development, the patient had 3 burn blisters (2x small, 1x medium-sized), the bigger one had burst and the patient had weeping wound. 4 weeks before this event the patient was admitted to hospital due to fall and the patient had short-term oxycodone administration. 3 weeks before this event start on osteoporosis therapy. First application of heat wrap after hospitalization / start of alendronic acid therapy. Patient used for years thermacare products without problems. No surgical intervention and/or treatment of wound was needed, only patch for protection. No scarring expected. Action taken with the suspect product was unknown. Clinical outcome of the events was not resolved. According to product quality complaint group: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "a heat wrap caused burned blisters on the skin". The cause of "a heat wrap caused burned blisters on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (02may2018): new information received from product quality complaint group included: new event (burned blisters), case upgraded to serious and reportable, investigation results. Follow-up (14may2018): new information received from the contactable pharmacist included: patient data (initials, age, gender, weight, height), suspect product data (start date, indication, updated expiration date), medical history, concomitant medication, add description to event verbatim (add "one of them had burst/ the bigger one had burst, weeping wound"), event onset date and outcome. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the event of burns second degree is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.